Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was under delivering and alleged insulin pump and he had experienced high blood glucose. The customer's blood glucose value was 20 mmol/l at the time of the incident. The customer reported that his blood glucose was high from three days. He had changed cannula, infusion set, reservoir, and battery. He had received insulin flow block alarm. He experienced fatigue. The customer's blood glucose level was 30 mmol/l, then he took insulin injections. The customer was assisted with troubleshooting for the possible under delivery. The reservoir will not be returned for analysis.